Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission, post paced t wave oversensing was observed. The patient was seen in clinic. Programming changes were not made and the device remains implanted. The patient was stable before, during and after the event.